Manufacturer narrative:
Customer followed up regarding the issue, clarified the dates of occurrence, and the pump was replaced.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by drinking water and changing pump supplies. No third party assistance was required. The customer changed infusion sent and cartridge and resumed insulin after each occlusion. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer acknowledged and understood. Ongoing troubleshooting with tandem technical support ultimately led to a pump replacement. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.

Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer's bg level was displayed as "high"; however, a specific value was not provided. The elevated bg was addressed by drinking water and changing pump supplies. No third party assistance was required. The customer changed infusion sent and cartridge and resumed insulin after each occlusion. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer acknowledged and understood.